Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. In addition, the reported dampened waveform cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it was recommended that the site investigate the cause of the decreased blood flow over the sensor. On (B)(6) 2022 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 8.1mmhg. In addition, the sensor appeared to not look occluded and looked to be in an appropriately sized vessel.